Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 13-apr-2023 . H6: investigation summary bd received a 24 gauge insyte autoguard device from an unknown lot and four photographs of the defect for evaluation. A review of the device history record could not be performed as the reported lot was unknown and could not be identified in the provided photos or from the returned sample. Our quality engineer visually inspected the returned unit and observed no physical damage or deformities to the device. Next, a leak test was performed on the returned unit and no leakage was observed. The device connected to a luer lock syringe without issue or resistance. Finally, the engineer reviewed the provided photos to determine if there was anything missing from testing. In the provided photos the engineer determined that there was no new evidence could be identified that would alter the investigation findings. Therefore, based off the visual inspection, testing and provided photos the engineer was unable to verify the reported issue. Since no leakage was observed during inspection a definitive root cause could not be determined.

Event description:
It was reported that the insyte¿ autoguard blood control with wing needle experienced leakage from the connection to nipro extension tubing. The following information was provided by the initial reporter, translated from japanese to english: this is a report about leakage from the connection to nipro extension tubing.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D.4 device expiration date: unknown. H.4. Device manufacture date: unknown.

Event description:
It was reported that the insyte¿ autoguard blood control with wing needle experienced leakage from the connection to nipro extension tubing. The following information was provided by the initial reporter, translated from japanese to english: this is a report about leakage from the connection to nipro extension tubing.